Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that stent damage occurred. A3.50 x 24 synergy drug-eluting stent was selected for use. However, at an unspecified time stent damage was noted. No patient complications were reported.